Manufacturer narrative:
(B)(4). Date of follow-up report : 02/04/2016. Visual inspection found the knife is trapped and contained within the jaws. The jaws were stuck shut because the knife is trapped and contained within the jaws. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The IFU cautions confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter.

Manufacturer narrative:
(B)(4).the sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws were sticking together during a total laparoscopic hysterectomy. Another device was opened to complete the case and there was no injury to the patient.